Event description:
Drive (B)(6) healthcare is the initial importer of the device which is a bed. The device has not been returned for evaluation. The device was involved in a fire. The fire marshall has noted the root cause of the fire was improperly discarded smoking materials. The fire is suspected to have originated at the bed. The bed did not cause the fire as per the fire marshal. Root cause was improperly discarded smoking materials. At least 10 cigarette butts were found in the bedroom. The end user was essentially bed bound. The room was filled with combustible items. The end user was smoking in bed, and using o2.